Event description:
Pt taken to the [operating room] for a [right] lower lobectomy. During a critical portion of the procedure, the stapler fired. After firing the stapler, the surgeons noticed the stapler line was defective. The anastomosis had to be sutured. The surgeon noted that this incident could have caused a bronchopleural fistula which is associated with a 50% mortality rate.